Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The official cause of death was stated to be heart attack. The caller stated that the customer was complaining of an upset stomach and was driving himself to the hospital when he had a heart attack in his truck, in his driveway. The customer's foot was on the accelerator, backed up into a snow plow and the truck caught on fire. The caller stated that they were told the customer's cause of death was his weight and diabetes. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure whether the customer used sensors or not. The caller also stated that after the customer's passing; she inherited the customer's insulin pump and has been using it since then. The caller agreed to return the insulin pump for analysis.